Manufacturer narrative:
This electrode has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered multiple inappropriate shocks due to t-wave oversensing. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed. Technical services reviewed the latest device transmission, noting the susceptibility to noise could be related to a suboptimal placement. X-ray imaging and potential programming options were recommended. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the patient underwent a revision procedure, and their subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this electrode delivered multiple inappropriate shocks due to t-wave oversensing. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed. Technical services reviewed the latest device transmission, noting the susceptibility to noise could be related to a suboptimal placement. X-ray imaging and potential programming options were recommended. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the patient underwent a revision procedure, and their subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The complete electrode was returned and analyzed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray imaging was unremarkable. In conclusion, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode delivered multiple inappropriate shocks due to t-wave oversensing. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed. Technical services reviewed the latest device transmission, noting the susceptibility to noise could be related to a suboptimal placement. X-ray imaging and potential programming options were recommended. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the patient underwent a revision procedure, and their subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this electrode delivered multiple inappropriate shocks due to t-wave oversensing. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed. Technical services reviewed the latest device transmission, noting the susceptibility to noise could be related to a suboptimal placement. X-ray imaging and potential programming options were recommended. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service.